Event description:
It was reported that during a routine device check, there was high impedance on the right ventricle (rv) lead. When measured 5 minutes later, impedance was within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) impedance - resistance/impedance increase (B)(4) weekly pace lead impedance trend data show various spike increases for max rv pace = 496 to 2240 ohms range between (B)(6) 2011 and (B)(6) 2012.